Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since an instrument path (incl. Burr hole) was applied in a different location in the brain than intended with the brainlab device involved, despite according to the hospital: a diagnostic biopsy sample could be obtained (radiation necrosis). There was no harm of a critical structure and no negative clinical effect (besides suboptimal coverage of lesion during laser ablation) for this patient due to the deviation. There were no additional invasive steps taken, nor further remedial actions necessary/done/planned for this patient due to this issue, no revision surgery is needed. According to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the main root cause for the deviation of applied instrument path incl. Burr hole (deviation of approx 6mm in entry point and 4-6mm in target point) from the planned trajectory/position is: a movement of the patient's head in the non-brainlab head holder and/or the navigation reference array due to insufficient rigid fixation or inadvertent forces after draping during the surgery and before the varioguide was used to drill/make the burr hole, secure the monteris bolt and insert the biopsy needle. Relative movements between the reference array and the patient's head after registration cannot be compensated by the navigation. Further contributing factors that to a lesser extent may have added to the deviation are: a less than ideal point acquisition by the user for patient registration, in combination with a pre-surgical MRI scan used for registration that did not meet the requirements for navigation (restraints present during the scan resulting in visible skin shift), causing the navigation software to not find an as accurate match as desired in the region of interest for this specific procedure, between the preoperative image dataset and actual patient anatomy. The point acquisition by the user during patient registration was less than ideal with insufficient points acquired on unique bony areas on the patient's face, e.g. Not enough points were acquired on the tip of the nose, sides of the head, and region of interest (left parietal region) as required. Apparently the resulting deviation of the navigation display was not detected by the user before making the burr hole, securing the monteris bolt and inserting the biopsy needle, with the necessary continued user verification of accuracy after draping and throughout the surgery not sufficiently performed. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. Brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer.

Event description:
A cranial surgery (on (B)(6) 2020) for biopsy and laser interstitial thermal therapy (litt) of a brain metastasis, with approximated tumor volume of 2 cm³, located approx. 2 cm in depth, in the left parietal region, was performed with the aid of the brainlab navigation software cranial 3.1.4. Preoperative mr t1 and t2 scans were acquired on the day of the surgery, to use with navigation. Aid of navigation was used to determine the position of the burr hole, to perform the biopsy, and to place the monteris bolt (bone anchor to guide the laser ablation probe). During the procedure the surgeons: positioned the patient in supine orientation in a non-brainlab head holder and attached the unsterile 4-sphere standard reference array. Performed the initial patient registration on the preoperative mr using the softouch acquiring registration points on the patient's skin to match the display of the navigation to the current patient anatomy. Accepted the result of the 2nd registration attempt, after verification of registration accuracy. Identified the location of the entry point using the pointer and planned/saved a trajectory (using brainlab elements software trajectory planning 2.5). Marked the entry point on the skin and made the skin incision. Solved difficulties in aligning the assembled varioguide to the planned trajectory by restarting the navigation software, and aligned the varioguide successfully. Placed a stryker drill through the varioguide, created a small opening in the skull, and pierced the dura. Attached the monteris driver to the end of the bolt and inserted both through the varioguide to fixate the bolt in the patient skull. Noticed during this step, that the outer ring of the varioguide guide disc set was not completely tightened, but the driver appeared snug against the inner disc ring. Swapped varioguide guide discs (to accommodate the size of the biopsy needle) (without realigning the varioguide). Inserted the brainlab-distributed (pajunk) biopsy needle through the varioguide and bolt. Collected 4 tissue samples (1 sample was originally intended), which returned a diagnostic result (radiation necrosis) and appeared to be taken at the margins of the tumor. Placed the monteris robotic probe driver and inserted the laser ablation probe, without aid of navigation. Obtained an intraoperative MRI scan and detected a deviation of planned trajectory versus probe trajectory (approx. 6mm postero-medially). Performed laser ablation. According to the hospital/physician: a diagnostic biopsy sample could be obtained (radiation necrosis). Laser ablation was performed with suboptimal overage of the lesion due to the deviation of probe path from planned trajectory. There was no harm of a critical structure and no negative clinical effect for this patient due to this issue. There were no additional invasive steps taken, nor further remedial actions necessary/done/planned for this patient due to this issue, no revision surgery is needed.